Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the handle part of the vitrectomy cutter came off during a combined procedure. The procedure was performed and completed without product replacement. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The initial decision to report was incorrect and previous similar report of the shell separating from the vitrectomy probe had not led to a serious injury and it is not likely that a recurrence would result in a serious injury. The manufacturer internal reference number is: (B)(4).